Manufacturer narrative:
The hvad pump (hw10836) was returned to manufacturer for evaluation. Review of the manufacturing documentation confirmed that hvad pump (hw10836) met all requirements for release. The reported high power event was confirmed via review of the log files. Independent pathological analysis confirmed the presence of thrombus. Post-explant engineering evaluation did not reveal any conditions that would have contributed to the reported event. The most probable root cause of the reported high power event can be attributed to thrombus formation within the device; however, there are patient, procedural and pharmacological factors that may have contributed to this event. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware is submitting this correction to a previously submitted MDR report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. (B)(4).

Event description:
This event involved a male patient who underwent lvad implantation on (B)(6) 2013. Though an intra-operative tee did not reveal left ventricular thrombus, the surgeon noted several visible clots forming while implanting the device. Over the next few days, the patient's lvad power consumption and estimated flows increased slowly and continuously. Details regarding treatments provided, if any, were not reported; though it is known that thrombolysis was not attempted. The surgeon opted to exchange the lvad on (B)(6) 2013 for continuing elevated lvad parameters in conjunction with a temporary rvad device. Thrombotic material was seen in the left ventricle during the exchange and was removed prior to the implant of the new lvad. The patient was then transferred to the ICU where he was reported to be stable and the new lvad parameters were normal. According to the perfusionist, the site believes that the high power event was related to the patient's condition and coagulopathy and not to the device.